Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, suspected externalized conductors were observed via x-ray. No electrical anomalies were noted. The patient is pacemaker dependent. Lead to be monitored.

Event description:
New information received notes that during a follow up, although electrical parameters tested normal and in range, noise was observed with forced breathing and coughing. The noise inhibited pacing in the pacemaker dependent patient. The lead was capped and replaced.